Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified broken sharp edge on the posterior. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was a sharp broken edge on the posterior assessed as unidentified (tear) opening.

Event description:
Physician reporting "patient shows signs of capsule, right prosthesis was ruptured, right prosthesis was taken out totally ruptured¿. The device has been explanted. This record represents the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reporting "patient shows signs of capsule, right prosthesis was ruptured, right prosthesis was taken out totally ruptured¿. The device has been explanted. This record represents the right side.